Event description:
It was reported that prior to use, when removing from the packaging, the 6.0x100 mm absolute pro self expanding stent system (sess) stent was slightly exposed but not flowered. The sheath was still covering the stent except for a small bit on the distal end. There was no device use or patient involvement. Another absolute pro sess was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It is possible that during removal from the dispenser coil inadvertent mishandling resulted in the sheath to slightly retract resulting in the reported premature activation; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.